Event description:
It was reported that the catheter was defective for an unknown reason. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.